Event description:
It was reported that the procedure was to treat a lesion in a tortuous saphenous vein graft. The 2.25 x 12 mm xience prime stent delivery system (sds) was advanced for direct stenting; however, the sds could not be advanced through the posterior lateral vessel. It was noted that the guiding catheter was not providing support. The sds was maneuvered slowly up and down, dottering, but the mid shaft broke outside the guiding catheter, outside the patient anatomy. The sds was removed, and attempt was made to pre-dilate the vessel, but the balloon could not cross. The procedure was abandoned and the patient was referred to medical management. The patient did not suffer any adverse effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was confirmed. Failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual/dimensional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent systems instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter, prior to the deployment procedure in section 9.5. In this case it is likely the failure to predilate the lesion contributed to the reported failure to advance and shaft separation.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht floppy ii; guide catheter: multipurpose. Device code 2017 - no pre-dilatation the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.